Event description:
Event description cpi received info that this implantable cardioverter defibrillator (ICD) displayed a 'possible device malfunction' error message.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) displayed a 'possible device malfunction' error message.